Event description:
A permanent pacemaker was implanted (B)(6) 2011 for complete heart block after mitral valve surgery including atrial and ventricular leads. Immediately post-procedure and the next morning, a chest x-ray showed stable lead positions. Two weeks later a chest x-ray was completed for other reasons showing the atrial lead had dislodged, but still had a j-curve suggesting attachment to a new place in the atrial wall. A pacemaker generator change was performed on (B)(6) 2012 for unrelated reasons, and attempts were made to ensure the new atrial lead was fixed to the new location in the atrium. Despite numerous turns of the lead pin using the torquing device (over 60), the screw could not retract and the lead was attached to the wall. Sensing was appropriate with the lead, but the threshold was over 5v at 0.5msec which led to diaphragm stimulation also. Because of the risks of extraction and desire not to place a new lead, the lead was left in place and kept in vdd mode. No harm has come to patient as of yet.